Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for spinal therapy for vertebral body replacement and th12 implant level was performed. It was reported that when attempted to push down the locking syringe toward the tip of the inserter until the black laser mark became visible to perform the final fastening, the syringe did not turn. Consequently, the product was not used, and a vertebral body replacement cage was successfully placed using facility forceps. Upon postoperative verification, it was confirmed that the syringe required excessive force to turn, as it had become significantly stiff. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received as the screw of cage could not be fastened and event occurred at the back table during op timeframe. Additional information was received as even when attempting to turn the screw with the driver, it could not be rotated. It is thought that there is a high possibility of the inserter malfunction. Additional information was received as there were no issues with the screw or the driver.

Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.